Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This ra lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that the right atrial (ra) lead initially reported with model/serial number (B)(4) is still active in the patient and that the correct lead that became dislodged and was then explanted and replaced on (B)(6) 2015 is the lead (B)(4).

Manufacturer narrative:
(B)(4). Request to return the device was made. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.